Manufacturer narrative:
The complainant in (B)(6) discarded the pump product. No testing of the product can be done. The investigation is on-going at this time. Should more information be shared that leads to a root cause of the presumed hemolysis, a final report will be filed.

Event description:
A (B)(6) year old male was admitted to a medical facility in (B)(6) in cardiac arrest. He was seen to be in ventricular fibrillation (vf) and recurring pulseless electrical activity (pea). He was treated with CPR and placed on ECMO and an iabp for hemodynamic and respiratory support. When this support was not optimal, the iabp was explanted and an impella 2.5 was placed. After over 10 days of support the team was noticing signs of hemolysis. Specifically elevated ldh and decreased urine output. The impella was a probable cause, as was the ECMO. The team chose to explant the impella pump. Upon explant a thrombus was observed to be attached to the pump. The team discarded the pump and the observation of the thrombus was not confirmed. The patient remained on support with the ECMO.